Event description:
A journal article was reviewed that contained information regarding a leadless implantable pulse generator (ipg). The authors described information which was reported to a foreign pacemaker registry. The article reports ipg replacements due to pacemaker syndrome, infection/erosion, premature depletion, unspecified dysfunction, and other unspecified causes. The status/disposition of the leadless pacemakers is unknown. No further patient complications have been reported as a result of this event. Further follow up did yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: spanish pacemaker registry. 18th official report of the cardiac pacing section of the spanish society of cardiology (2020). Revista española de cardiología. 2021; 74(12):1084¿1094. Doi.org/10.1016/j.rec.2021.10.002. If information is provided in the future, a supplemental report will be issued.